Event description:
Kimberly-clark received a report stating, ¿a gastropexy set was used with the insertion of a jejunal feeding tube. After 24 hours, all four of the t-fasteners dislodged. On each side of the buttons is a piece of suture material. The patient was returned to surgery for direct suturing of the jejunal intestinal wall. There were no further patient complications.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. The sample includes four suture locks with small pieces of sutures attached. The suture locks were heavily soiled. The suture material cannot be decontaminated as the process would degrade the suture material. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.